Manufacturer narrative:
The field service engineer determined the ise module had an initialization problem. The ise mixing tower and a system reagent were changed. The electrode block and seals were checked. The ise tubing was refitted and verified to be seated correctly into the valves. Calibrator solution was primed and a sensor was checked. Calibration and controls were ok. The issue was corrected after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na+ electrode on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 126 mmol/l and repeated with a value of 132 mmol/l. The second sample initially resulted in a na value of 118 mmol/l and repeated with a value of 138 mmol/l. The third sample initially resulted in a na value of 120 mmol/l and repeated with a value of 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.